Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investigation and a final report will be submitted when the investigation is complete.

Event description:
A health care facility reported, a patient received an hcp adc meter reading of 301mg/dl as compared to a laboratory reading of 51mg/dl obtained within ten minutes. When plotted on parkes error grid, the results fell within the "d" zone showing the difference in values is considered clinically significant. Customer had been brought into the hospital for a hypoglycemic episode. The adc meter did not cause or contribute to the reported medical event as the medical event occurred prior to meter use. There was no report of change in treatment due to the reading, specific symptoms, diagnosis or death associated with this report.